Event description:
The alaris safety clamp, which is designed to prevent free flow of medication, failed to engage when the tubing was removed from the IV pump, which led to the patient receiving a bolus of IV insulin.